Manufacturer narrative:
It was reported that a clinical study patient has decreased range of motion. Revision surgery occurred to help increase motion. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that a clinical study patient has decreased range of motion. Revision surgery occurred to help increase motion.